Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture and also was cracked. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged moisture damage and cosmetic damage on pump found on (B)(6) 2022. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Unable to download history files and traces using thump due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, motor, keypad flex trace, and lcd flex trace. Test p-cap and reservoir locked properly into reservoir compartment. The following were noted during visual inspection: moisture damage, pillowing keypad overlay, missing display window/cover, cracked case-corner of belt clip rails, and cracked case (battery tube). Blank flashing white display was observed during analysis due moisture damage on lcd flex trace. Cosmetic damage on pump was confirmed during analysis. Moisture damage was confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.